Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. UDI number: di and pi numbers are unknown as the part number and lot number were not provided.

Event description:
An alleged patient called to report complications arising from an angiogram performed on (B)(6) 2014, where a mynx device was used for closure. The alleged patient described a hernia-like lump next to the artery, which was painful. No further information is available at this time.